Manufacturer narrative:
The device was inspected by a field service technician. It was identified that the remote control and the column keypad were not working. The technician replaced the remote control and the column keypad and the device was working as designed. According to the IFU the user has to ensure that the device is functioning properly before each use. It is unlikely that both control units are failing at the same time. The control units were most likely damaged by external impacts. Based on this no further action is required.

Event description:
Customer reported the keypad and hand pendant were defective. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Customer reported the keypad and hand pendant were defective. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Further investigation for the root cause is ongoing and results will be provided within a final report.